Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and two suprarenal aortic extensions. A follow up computed tomography (CT), showed a kink in the bifurcated stent with no endoleak present. On (B)(6) 2016 the physician elected to implant two additional suprarenal aortic extensions to cover the kinked area and increase overlap into the neck.